Event description:
During an interventional procedure in the posterior tibial artery, which was neither calcified nor tortuous, an aviator balloon was advanced over the guidewire to the lesion. During withdrawal of the balloon over the wire after usage, the physician noted that the wire felt odd. Upon torquing the wire, he noted that the tip of the wire did not respond. He attempted to removed the wire and balloon together as a unit, but as he suspected, the distal tip of the wire had separated and remained in the posterior tibial artery. The length of the separated tip was approximately 6mm. The physician did not attempt to retrieve the separated distal tip, but instead regained access to the lesion with a platinum plus guidewire and implanted a 3 x 40 xpert stent, jailing the separated tip of the wire in the process. There was no report of any adverse sequelae to the patient. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.